Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis cylinders replaced due to a cylinder rupture. Following the surgery, the patient was stable, improved and the event resolved.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Investigation summary with all the available information, boston scientific concludes, based on analysis results, product analysis confirmed the reported events related to a bulge with broken fabric threads could affect the functionality of the device, as the reported mechanical issue. Device history record review (DHR): the device history record review (DHR) of the manufacturing documentation was not performed as the serial/lot number for this component was not provided. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Both ams700 cylinders had wear at folds with broken fabric threads in the cylinder bodies and in the proximal cylinder bodies. Both cylinders had a bulge in the proximal cylinder bodies when inflated with a syringe. Cylinder 1 had a leak in the kink resistant tubing (krt) that was the result of a sharp instrument damage which probably occurred during the explant surgery. Both cylinders were not pressure tested due to the bulge that was identified. The ams700 cxm inflate/deflate pump was leak tested, visually inspected, and examined using a microscope. The pump (krt) was worn down to the filament. The outer layer of the pump bulb was worn as a result of wear against the pump strain relief krt junction. No leaks were found. The identified bulge with broken fabric threads could affect the functionality of the device, as the reported mechanical issue. Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation, the investigation conclusion code of caused traced to component failure was chosen, based on the failure with the cylinder that a bulge was identified. The adverse events of a bulge in the cylinder is a known as of a risk of the device and is included in hazard analysis.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis cylinders replaced due to a cylinder rupture. Following the surgery, the patient was stable, improved and the event resolved.